Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
A report was retrieved from health (B)(6) online database regarding an unspecified syringe pump issue. It was mentioned that the following were the effects presumably of the patient: cellulitis, local reaction, erythema, hospitalization or prolonged hospitalization unexpected medical intervention, reaction to medicinal component of device. No further information was provided.